Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during uterine fibroid resection, this probe had broken, fell into the patient's body and was taken off immediately. The device was abandoned and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible the suggested event was caused by wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.